Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause of the sharp edge could not be determined as the edge was rounded by the customer prior to an investigation. This kind of damage is typically caused by collision or improper storage when not in use. The sharp edge of the acrylic glass was rounded and no issues have been reported. Therefore, no further action is required at this time.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a medical professional suffered an adverse event while using the artis zee ceiling system. While mounting and removing the shield, the user was cut two times on the hands by sharp edges of the acrylic glass. We are unaware of any medical treatment needed and we are unaware of any impact to the state of health of any patient involved.